Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This correction report is being submitted to add a device code (a071302) that was inadvertently missing from the previous reports.

Event description:
It was reported that an episode review was requested to determine if delivered therapy was appropriate. A boston scientific technical services consultant noted oversensing of ventricular tachycardia (vt) which resulted in delivery of one shock. The underlying vt was approximately 210 bpm and was above the programmed conditional zone and therapy was confirmed to be appropriate. The consultant discussed automatic setup and programming options for this patient. Six months later, the patient had a similar shock episode where the underlying vt was approximately 170 bpm; therapy delivery was inappropriate as oversensing of a wide complex qrs was observed while the actual rate of the arrhythmia was under the programmed rate cut off. The device remains implanted and no adverse patient effects were reported. Additional information was received. About three months later the patient experienced a vt/vf storm. The device recorded 14 new treated episodes, 4 untreated episodes, and delivered 34 shocks. Technical services reviewed the episodes and noted a clear morphology change where the qrs complexes were very wide, resulting in oversensing. The patient was admitted to the hospital pending technical services review and programming recommendation. The health care professional (hcp) reported that the patient had consumed eight alcoholic drinks the evening before the episodes and was sleeping before the shocks started. The patient had awoken with palpitations and felt their heart rate was fast, then began getting shocked. The patient was reported to be compliant with their rate control medication. Technical services reviewed the data and confirmed the alternate sense vector was still the best option and recommended weekly device checks in the remote monitoring system to monitor sensing moving forward. It was discussed that the cause of this event was more likely related to the patient's alcohol consumption rather than a device sensing issue. No additional adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that episode review was requested to determine if therapy was appropriate. A boston scientific technical services consultant noted oversensing of ventricular tachycardia (vt) which resulted in delivery of one shock. The underlying vt was approximately 210 bpm and was above the programmed conditional zone and therapy was confirmed to be appropriate. The consultant discussed automatic setup and programming options for this patient. Six months later, the patient had a similar shock episode where the underlying vt was approximately 170 bpm; therapy delivery was inappropriate as oversensing of a wide complex qrs was observed while the actual rate of the arrhythmia was under the programmed rate cut off. The device remains implanted and no adverse patient effects were reported. Additional information was received. About three months later the patient experienced a vt/vf storm. The device recorded 14 new treated episodes, 4 untreated episodes, and delivered 34 shocks. Technical services reviewed the episodes and noted a clear morphology change where the qrs complexes were very wide, resulting in oversensing. The patient was admitted to the hospital pending technical services review and programming recommendation. The health care professional (hcp) reported that the patient had consumed eight alcoholic drinks the evening before the episodes and was sleeping before the shocks started. The patient had awoken with palpitations and felt their heart rate was fast, then began getting shocked. The patient was reported to be compliant with their rate control medication. Technical services reviewed the data and confirmed the alternate sense vector was still the best option and recommended weekly device checks in the remote monitoring system to monitor sensing moving forward. It was discussed that the cause of this event was more likely related to the patient's alcohol consumption rather than a device sensing issue. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested to determine if therapy was appropriate. A boston scientific technical services consultant noted oversensing of ventricular tachycardia (vt) which resulted in delivery of one shock. The underlying vt was approximately 210 bpm and was above the programmed conditional zone and therapy was confirmed to be appropriate. The consultant discussed automatic setup and programming options for this patient. The device remains implanted and no adverse patient effects were reported.